Event description:
It was reported on 04/20/07, that following the detachment of the coil (device in question) in a bronchial artery embolization procedure, the delivery wire of the coil became caught on the coil. The coil was implanted, but not in the target location. A torque device was attached to the delivery wire in an attempt to remove the wire from the coil. While twisting the wire with the device, the distal portion of the delivery wire fractured and broke off in the pt. The distal portion of the wire was successfully removed from the pt with a snare. It was reported that the procedure was completed with another device of the same type, that there were no pt complications, and that the pt condition was good. It was confirmed through follow up responses received on 05/09/07, that the pt has had no problems.

Manufacturer narrative:
.